Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pelvic pains/continues to experience increasingly intense pain") and intra-abdominal haemorrhage ("abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent ultrasound procedure. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) and loratadine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia ("increased bleeding during menstruation/continues to experience bleeding/ abnormal bleeding(menorrhagia)"), mood swings ("hormonal changes describe:extreme mood swings") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight gain/ weight loss specify-weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), hypoaesthesia ("hands and feet would go numb"), abdominal pain lower ("lower abdomen") and intra-abdominal haemorrhage (seriousness criterion medically significant). The patient was treated with chloramphenicol (antibiotic), ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, migraine, headache, dyspareunia, hypoaesthesia and abdominal pain lower outcome was unknown, the pelvic pain was resolving, the menorrhagia had not resolved and the bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, weight decreased and intra-abdominal haemorrhage had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight as of 03-jan-2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event added: extreme mood swings, abnormal bleeding (vaginal), malposition of essure device, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight loss, hands and feet would go numb, lower abdominal pain, abdominal bleeding. Event outcome was added for the event: abdominal bleeding, bladder or urinary problems or changes, nausea, dysmenorrhea(cramping), vaginal discharge, weight loss. Event outcome was updated for the event pain. Lab data was added. Event onset date was updated. Concomitant drug and condition was added. Treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.